Manufacturer narrative:
The monitor was manufactured november 29, 2007. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that the continuous cardiac output parameters displayed on a vigilance ii monitor 'presented some changes,' and 'the signal of an optical fiber might have some problems.' Additional information regarding the details of the 'changes' and 'problems' were not forthcoming, despite requests for specifics. There was no report of patient compromise and no additional devices were identified as suspect.

Manufacturer narrative:
Examination of the returned device was unable to confirm the customer¿s complaint. No failures were observed during the four-day testing and evaluation of the device. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were identified. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed